Manufacturer narrative:
Initial and final MDR 1890787 - MDR 3003442380-2024-08846 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set tubing leakage events on (B)(6) 2024. The first set was used for about 6 hours and second one for less than one hour. Blood glucose levels were high (specific value unknown) for the first event. Patient took correction injection via multi daily injections to address high blood glucose. He replaced infusion set and resumed insulin successfully. No further information available.